Manufacturer narrative:
N/a

Event description:
The following has been reported: reported : tubing leaking chemo from cassette for taxol infusion. In room infusing. Pharmacy had to remake drug. Patient harm/adverse reaction : no stopped active infusion : yes occurred : during infusion - on the primary line drug used : taxol steps taken: replaced set up. Loss of drug and delay. Discarded sample due to chemo. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator may have not performed the joining operation correctly, which resulted in the primary line separating from the cassette or drip chamber port. The current process controls detection includes 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch records fa24j14027 and fa24j14019 were reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.